Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant, the physician was unable to get adequate his bundle capture. The patient experienced a pericardial effusion and pneumothorax that required pericardiocentesis and chest tube insertion. The lead was removed and not replaced. No further patient complications have been reported as a result of this event.